Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
It was learned in february 2019 that a patient had their si joint implants removed in (B)(6) 2018. The surgeon claims that the implants were loose. The surgeon did not provide any further details.